Manufacturer narrative:
Serial number (B)(4). On (B)(6) 2017 the fse replaced the da to mc cable per fco to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The customer reported there was no patient harm.